Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button does not work on the insulin pump. Customer stated that she went to the beach but she was not wearing the pump. Customer mentioned that she also has a no delivery alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Call was disconnected and the customer called back. Customer was changing her infusion set. Customer was advised that her parents would need to go over the replacement policy. Customer stated that she will try to call back.

Manufacturer narrative:
No button error alarms were noted during testing. The pump had unresponsive buttons due to a flattened act button dome switch. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.